Event description:
A karl storz stone forceps was allegedly used to crush a bladder stone. After three compressions of the stone, the jaws would not grasp anymore. Dr was able to remove the forceps. But the stone(s) was not removed. Pt was rescheduled and the stone(s) was removed with the ehl lithotriptor.